Event description:
During a medical procedure the x-ray technician was repositioning the mobile fluoroscopic image intensified system to move it away from the pt table. The technician released the wheel brake on the system, but the wheel locked-up, thus preventing movement. As the technician pulled harder to move the system her shoulder was strained, causing injury. As a result of this incident the x-ray technician was given a muscle relaxant and physical therapy. The wheel brakes on the system have been adjusted and no further incidents have occurred.